Event description:
Follow up information obtained identified the patient was still not receiving effective pain relief following the revision procedure. Additional surgical intervention to add a second lead to the patient's drg system may be taken at a later date.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-10169. Follow up information received identified the patient's physician decided to explant and replace the patient's l5 placement lead. In addition, the physician added another lead at l4. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event of lead displacement cannot be confirm via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (united kingdom) the patient noticed a change in stimulation after giving birth. The patient's drg system was reprogrammed by a company representative but effective stimulation coverage she had prior to giving birth could not be replicated. An x-ray of the lead revealed minimal displacement compared to the x-ray taken previously. Surgical intervention was taken to remove the existing lead and replace it with a new one in the left l5 foremen. Following the successful replacement of the lead the patient reported stimulation coverage to her toes but not the top of her foot and ankle. The decision was made to leave the new lead in place, and see how she responds to the new lead over the next few weeks.